Event description:
Event description cpi received information that this unipolar lead was explanted due to high thresholds and inconsistent capture. The physician tried to reposition the lead but obtained the same measurements. The lead was removed and replaced with a new lead of the same model.